Event description:
The customer, a biomedical engineer, contacted physio-control to report that the charge button on their device did not work. There was no patient use associated with the reported event.

Manufacturer narrative:
The biomedical engineer examined the device and verified the reported issue. He then disassembled the unit but did not observe any visual discrepancies. The biomed then reassembled the device and it began functioning properly. He performed extensive testing but the unit would charge and defibrillate when prompted. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.